Event description:
Additional information received indicated that the cause of the event was high amplitude. The neurostimulator was interrogated on (B)(6)-2012 and was found to be working properly. The patient was satisfied and was sleeping through the night without pain. It was noted that there was no hospitalization due to the event and there was no injury to the patient. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced painful stimulation in the bicycle seat area after bending over gardening the day after implant. Prior to the event, she felt stimulation in the upper right buttock. The patient stated, she did not see any changes in her bladder control when the incident occurred. However, it was also reported that the patient experienced a loss of therapeutic effect the second night after implant. She felt "fine" and did not have a fever. The pain went away with stimulation turned off, so the patient turned her device off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v741607 implanted: (B)(6) 2012 explanted: product typ lead; product ID, 3037 serial# (B)(4), product typ programmer, patient. (B)(4).